Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the probe would not heat up. The physician completed the procedure with another of the same device with no patient complications, and the patient is fine.

Manufacturer narrative:
The patient's exact age is not known. However, it was noted to be over 50 years. Note: the exact date of event is unknown. However, it was noted to be (B)(6) 2010. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).